Manufacturer narrative:
Product ID 3093-28, lot # v870676, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that the patient was in the hospital at the time of the report for a "possible unrelated issue." The patient was unable to empty her bladder and was using a catheter at the time of the report, but was also "urinating all over." The reporter indicated that the patient had been in the hospital for 6 days and "some tests" were being done but it was uncertain what was wrong as the problem could not be determined and a diagnosis had not been made. The patient's bladder was reported to be distended, and she also experienced nausea and pain below her belly, right above her bladder. The patient also had kidney stones, gall bladder issues, and then "a hernia of some sort." The reporter was uncertain if it was related to the patient's device but wanted the implantable neurostimulator (ins) off. Approximately two weeks later it was reported that the patient had never really had therapeutic effect, was constantly leaking and was up multiple times overnight. The symptoms were reported to have occurred after implant. Troubleshooting was limited at the time of the report. If additional information is received, a follow-up report will be sent.